Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed from the distal end and the light guide lens because reprocessing could not be conducted properly due to leakage from forceps elevator. The foreign material was unable to be identified further. Based on the results of the investigation, it is likely that the foreign material may not have been removed from inside the light guide lens since the material remained inside of the device. It is also likely that the light guide lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc, and as a result, humidity invaded light guide-lens which led to corrosion. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) (B)(6). The device was returned to olympus for evaluation of the reported issue. The evaluation findings are as follows: the light guide lens and the light guide adhesive were stained; there was foreign material found in the distal end; the air/water cylinder and the suction cylinder had no color; the cover of the light guide bundle was damaged; water tightness was lost due to damage on the electrical connector's guide pin; the forceps did not rise up at all due to a cut on the knob wire; the image guide protector was chipped; the light guide bundle had breakage; the connecting tube was wrinkled; the distal end was shaved with residual liquid; the adhesive around the light guide lens and the inside of the light guide lens were discolored; water tightness of the forceps elevator was lost; the universal cord had a peeling coat; and there were scratches on the grip, the right/left knob, the upward/downward knob, and the switch box. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope's distal cover cap was defective during reprocessing. There was no report of patient harm.